Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue of the ECG connection not being recognized by the device; however, the device did recognize the therapy connection and was able to charge and shock. Physio determined that the cause of the reported issue was due to one of the contacts for the ECG connector not being fully extended, which was the result of physical damage. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not detect when electrodes are connected to it. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not detect when electrodes are connected to it. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.